Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for a cobas 6800/8800 sars-cov-2 480t assay. A customer from the united states alleged a single suspected false positive result with cobas sars cov-2 qualitative assay generated on the cobas 6800/8800 (s/n (B)(4)). The customer reported that on (B)(6) 2021 they received sars-cov-2 assay - target 1 positive, target 2 positive results for a patient sample generated on the cobas 6800/8800 (s/n (B)(4)) analyzer. The sample was repeat tested on the cobas 6800/8800 (s/n (B)(4)) that generated sars-cov-2 assay - target 1 negative, target 2 negative. A recollected patient sample was sent out to an alternate lab for additional testing. The recollected sample was analyzed on two different platforms at the alternate lab, cepheid and another unknown platform, the results generated from both test instruments were negative. The recollected sample was not analyzed on the cobas 6800/8800 (s/n (B)(4)). The patient sample collection method was not provided. The both the initial positive and subsequent negative results generated from the cobas 6800/8800 were reported out were reported out to the patient and/or personnel treating the patient. The customer confirmed there was no allegation of harm to the patient. An investigation was performed which did not identify any product issue.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. (B)(4).

Manufacturer narrative:
Corrected single use device and labeled for single use from yes to no. (B)(4).